Event description:
Complainant alleged that during an evaluation, the autopulse® platform displayed a permanent user advisory 7 (discrepancy between load 1 and load 2 too large) message. There were no reports of any patient involvement. No further details were provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform (s/n 40700) was returned to zoll UK for analysis. Visual inspection of the returned platform shows that the short and long black covers were damaged and the head restraints were cut. The physical damages found during visual inspection are not related to the reported complaints. The damages appear to have been caused by normal wear and tear (autopulse manufactured in 12/2011). A review of the archive was performed and the reported complaint of a ua7 fault was not confirmed. The archive data shows that no ua7 faults occurred on the reported event date of (B)(6) 2014. The archive does however show that ua18 (max take-up revolutions exceeded), ua45 (not at "home" position after power-on/restart), ua12 (lifeband not present), and ua2 (compression tracking error) messages occurred on the reported event date. The archive also shows that ua45 occurred when the shaft was not at the "home" position confirming the customer's reported complaint that the driveshaft needed to be rotated back to the "home" position. The archive shows that the driveshaft had been rotated back to the "home" position. Functional testing was performed and the reported issue of ua7 could not be reproduced. The platform passed testing. Based on the investigation, the parts identified for replacement were the blue case and all associated parts, short and long black covers. In summary, the reported complaint of a ua7 fault was not confirmed based on the archive review and during functional testing. Ua 7 is an indication that the patient is out of position or the patient is not properly centered. The reported complaint that the platform was behaving as though a patient was present and that the driveshaft needed to be rotated back to the "home" position was confirmed based on the archive review. The physical damages found during visual inspection are unrelated to the reported complaint. The user advisories (18, 12, and 2) observed in the archive review are unrelated to the reported complaint. The root cause for these user advisories could not be determined. User advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. User advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. User advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. Upon replacement of the covers, the platform passed all testing criteria. No additional parts were required to be replaced. The platform performed as intended.

Event description:
Additional information was received, indicating that the autopulse platform was used with a patient on the morning of (B)(6) 2014. There was no reported problems with the platform before or after the patient code. The lifeband was replaced and no error messages were observed before the platform was stored into the soft carry case. During a shift check, on the evening of (B)(6) 2014, the customer observed an error message. Customer indicated that the autopulse platform was behaving as though a patient was present and that the driveshaft needed to be rotated back to the "home" position. Customer reported that the driveshaft was already at the "home" position and was unable to be reset. No further details were provided.